Manufacturer narrative:
The insulin pump was received with missing segments due to bleeding lcd glass. The insulin pump was also received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a partial display. The customer reported that the display was going out and they could not read the screen. The customer also reported that there was crack inside the screen. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.